Event description:
The additional y port on the side of the catheter is split in half where the y joint joins the main catheter. The balloon would not have inflated and there was a possibilty of exposure to infection because the sealed system was broken.